Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) observed that the bio ID was already fully operational. Performed reseating of all relevant connections to ensure stable communication and verified that previously updated drivers were in place. As a preventive maintenance, drivers were reinstalled then tested in diagnostics and confirmed no faults or abnormalities detected. The system functioned as intended when the field service engineer verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, biometric identifier (bio ID) failed and user not able to use fingerprint to sign in. The customer tried to reboot, but the problem was not resolved. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.